Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered on the catheter tip with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: foreign material on the catheter tip. There was foreign material (black) on the catheter tip (it could be detached and would find in the cap)

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of black foreign matter on the catheter tip. The black substance was further analyzed and determined to be consistent with polypropylene which is a thermoplastic polymer. The plastic particle may have been transferred to the product from the manufacturing environment. A corrective action plan has been initiated to address occurrences of this type for the angiocath product line. CAPA#590616 has been raised to address foreign matter issue. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that during use foreign matter was discovered on the catheter tip with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: foreign material on the catheter tip. There was foreign material (black) on the catheter tip (it could be detached and would find in the cap).